Event description:
A phlebotomist was trying to activate the safety shield over the needle when the safety shield popped off. This caused a shaking motion and the phlebotomist dropped the syringe and needle which resulted in a needle stick injury.